Manufacturer narrative:
This report is submitted on 23 april 2021.

Manufacturer narrative:
This report is submitted on august 11, 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device, as of the date of this report.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on december 14, 2020.